Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer decided to use the same cartridge and was advised by technical support to call back for troubleshooting if the issue recurred.